Manufacturer narrative:
This report is submitted on 1 september 2020.

Event description:
Per the clinic, the patient experienced skin overgrowth at abutment site and subsequently underwent revision surgery (date not reported).